Manufacturer narrative:
Additional information was received that the patients battery had flipped making it difficult to charge.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also reported that the patient's battery had difficulty charging. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also reported that the patient's battery had difficulty charging. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also reported that the patient's battery had difficulty charging. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
.Additional suspect medical device component involved in the event: model: sc-8336-50 serial: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also reported that the patient's battery had difficulty charging. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was also reported that the patient's battery had difficulty charging. The patient will undergo an ipg and lead revision procedure.